Event description:
This literature report from australia concerns a (B)(6) female patient. She was injected with hyaluronic acid, into the orbital area (off label use of device, intentional device misuse). The patient had orbital filler injection with injection needle that went into the peribulbar space from temporal site adjacent, and slightly inferior to lateral canthus. As reported, the cosmetic filler procedure was performed by an aesthetic nurse with inadequate training relevant to orbital and eye anatomy. The patient was healthy. After the hyaluronic acid injection, the patient experienced symptoms of decreasing vision. Two days after the hyaluronic acid injection, she presented to the emergency department with sudden onset of blurred vision on her left eye. She denied any floaters, flashes, or shadowing on her vision. On the examination, right visual acuity was 6/24 improving with pinhole to 6/9 whereas left visual acuity was 4/60, improving with pinhole to 6/60. Intraocular pressure was 14 and 11 mmhg for the right and left eye respectively. The anterior segment of both eyes and fundus examination of the right eye were normal. Fundus examination of the left eye showed a mild-moderate, unusual appearance vitreous haze and a large, star-shaped retinal tear temporal to macula. It was further described as a large, iatrogenic star-shaped retinal tear. Optical coherence tomography examination demonstrated a normal foveal contour without any structural damage on the retinal layers. The authors performed 25 gauge, pars plana vitrectomy within 48 hours and found a significant amount of jelly-like material in the vitreous and at sub-retina adjacent to the retinal tear. There was also an evidence of a small, round, needle-size full-thickness scleral laceration in the middle of the tear. A routine vitrectomy and 360-degree peripheral vitreous trim was done under wide viewing lens, whereas removal of sub-retinal jellylike material was performed more meticulously using soft-tip cannula under high magnification viewing lens. The authors treated the tear with a laser during fluid air exchange and filled the eye with 1300 silicon oil tamponade at the end of the surgery. The authors left the silicon oil for 5 weeks and removed the silicon oil at week 6 from the initial surgery. At one week following the silicon oil removal, left visual acuity was 6/12, further improving with pinhole to 6/7.5. The intraocular pressure was 12 mmhg and the retinal tear remained attached. Due to the provided information, the outcome of the events was considered as resolving. In the opinion of the authors, the unusual appearance of vitreous haze and the retinal tear directed their suspicion to a scleral puncture occurring at the time of the procedure from the injection needle. Subsequent injection of the filler materials led to filler accumulation in the sub-retinal space and burst the retina causing a large retinal tear. The information was consistent with the location of puncture site and retinal tear, which was temporal to perimacular area. At the initial presentation, it seemed that the tear was going to be lasered easily because all retina was flat, and the location of the tear was easily accessible with laser. However, the large size, irregular shape of the tear which was markedly close to the macular area was possibly going to cause a significant risk of retinal detachment involving the macula. More importantly, whilst retained intraocular hyaluronic acid was naturally degradable, the authors main concern was whether sub-retinal filler material was going to affect the retinal attachment if left unremoved. Therefore, the authors did not take risk to just perform laser treatment alone and the decision to surgically remove the filler materials was made. During the surgery, the authors found evidence of needle-sized full-thickness scleral laceration and also that the vitreous and sub-retinal space was filled with jelly-like material. Vitrectomy, complete removal of filler material and laser treatment around the tear was the correct decision to reduce the risk of retinal detachment and retinal toxicity from the retained hyaluronic acid and maintain optimal visual acuity. The reason the authors used silicon oil tamponade instead of gas was because they found significant amount of filler in the sub-retinal space. The authors aspirated and evacuated as much filler materials as possible but remained unsure how much amount of filler material was left in the sub-retinal space. Again, there was no evidence that helped justifying whether subretinal residual filler material was going to affect the attachment of the retina. For this reason, the preference was to put silicon oil over gas tamponade because silicon oil may provide longer and more stable tamponade than gas.

Manufacturer narrative:
This case has been assessed as reportable to the FDA, as the event iatrogenic star-shaped retinal tear/scleral laceration (pt: injection site laceration), was deemed to meet the serious criteria of required surgical intervention to prevent permanent damage. The device history record could not be reviewed, as the lot number was not reported. Sasongko, m.b., wan, r., ho, I. (2022). Large, star-shaped retinal tear associated with orbital cosmetic filler. American journal of ophthalmology case reports. Https://doi.org/10.1016/j.ajoc.2022.101342.

Event description:
Follow up information was received on 22-feb-2022: the physician was not able to confirm which filler product was associated with this incidence. As reported, the patient was also unaware of the products brand. The physician informed that they emphasized on the technique and not the product, as the source of the problem. The product was fine and had no negative or toxic effects on the retina. The outcome of the event remained unchanged.